Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. Over the last year, the values have risen gradually and are now out of range at values as high as 158 ohms. At this time, the rv lead remains in service. The lead is connected to a competitor's device, so boston scientific technical services recommended contacting them for further troubleshooting. No adverse patient effects were reported.